Manufacturer narrative:
Carefusion complaint number: (B)(4) . In the event that additional information is received a follow-up report will be submitted. (B)(4). Results of investigation: the elan user interface module (uim) was returned to carefusion¿s failure analysis laboratory. An investigation was performed and the reported issue was duplicated. The identified root cause of the reported issue was due to material fatigue.

Event description:
The customer reported that on start up the ventilator's user interface module (uim) screen stays dark, but the vent does boot up. There was no patient involvement.